Event description:
Patient required external rescue tape repair to driveline. Driveline noted to be cracked and covered with paper tape. Driveline assessed, no visible trauma to internal cords, and no concerns noted on log file interrogation from medtronic. Patient has heartware hvad. FDA safety report ID # (B)(4).